Event description:
Customer stated that the tubing was reversed. When primed, the bag set primed backwards. Rate and dosage provided were 22 ml/hr and 352 ml. There was no pt impact reported.

Manufacturer narrative:
One used inf1200 bag set was received for eval. The bag set was visual inspected and no mfg defects were found with the cassette or the bag set and the tubing. The bag set was placed on an engineering lab infinity pump and primed with water. The pump was set to run at a rate of 125 ml per hour and dose of 125 ml. The pump and set ran for one hour with no issues. No alarm of any kind was triggered by the lab pumps. The DHR was reviewed and no non-conformances were found for the lot #cf1306011. The complaint was not confirmed.